Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they went low and got into a car accident, where the pump was crushed and the customer got hospitalized. The customer's blood glucose was 23 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, end cap broken off and missing, scratched case, minor scratched lcd window, and scratched reservoir tube window. Unable to perform the self test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents due to physical damage to the pump.